Event description:
On april 8, 1999, an acist field specialist was informed of two adverse events that had occurred at a hosp, sometime in february 1999. This MDR addresses the second event (21343243-1999-00003) where the pt had no adverse effect. In each event, air was injected into the coronary arteries during a coronary angiogram procedure performed with a cl100 acist angiographic injector, d-1000 and h-1000 disposable kits. One pt had no adverse effect, but another had to be resuscitated. Neither pt suffered further medical sequelae. The acist unit was taken out of svc. Neither the physicians involved nor the hospital informed acist of the events. The acist field specialist discovered the events from a nurse at another hosp (who also worked at the hosp where the events occurred).